Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that there were multiple issues regarding their first spinal cord stimulation (scs) system. The patient stated that their first system didn¿t go so well, noting that the implantable neurostimulator (ins) was fine but their body kept fighting the components like foreign objects. At the patient¿s two week checkup, their neck and shoulder areas were hurting real bad and they were getting stimulation in their neck and arms, which was the wrong location. An x-ray showed that the leads moved and the patient stated that the wires had migrated up to their neck. This led to a lead revision where they moved the leads back down and anchored them. The patient also reported that they revised the ins pocket at that time because their hip area was hurting at the ins site. The patient stated that their body was pushing the ins out, so they had to revise the ins pocket deeper in their body. It was noted that these issues occurred around (B)(6) 2014, and the patient had their entire system explanted around (B)(6) 2015. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.